Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software, product ID: hh9020tdd, lot# serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal clonidine (6.94mcg at dose of 120.25 mcg/day), bupivacaine (0.386mg at dose of 6.680 mg/day), and fentanyl (90.0mcg at dose of 1.558.7 mcg/day) via an implantable pump for non-malignant pain. The patient reported that they had been having issues with their equipment. Patient stated it was taking a little longer than they would normally think to deliver a bolus, and they were getting 'white boxes' at the bottom of the screen, 'myptm app was not responding,' with 'exit,' and they always hit 'exit' and it goes back into the mode, but sometimes it comes back with a red box and they have to 'back out' and start the process all over. Or patient stated it comes up with service code 156. Patient stated it was taking them 'about 4-6 minutes to connect to the pump. Agent assisted the patient in clearing the data. Prior to data clear, patient's data was 15.45 mb. Prior to bolusing, patient mentioned they have 7 boluses left today. Patient was able to successfully connect to their pump and request/receive a bolus well without issue. Patient stated that was very fast in comparison to how it was before. Patient would monitor telemetry delay and call back for assistance as needed.